Event description:
It was reported that the right ventricular lead exhibited a high capture threshold and high pacing impedance. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.